Event description:
It was reported that the device used during a laparoscopic cholecystectomy procedure. The device would not feed the clips into the jaw properly. Another device was opened to complete the case. There was no consequence to the patient.